Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was an arrow indicating that the location of the leak was at the connection between the y connector and tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration leaked between the injection site and tubing. The issue occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (add codes), h11. H11: one (01) actual device and two (02) retained samples were provided for evaluation. Visual inspection of the retained samples and actual sample did not identify any abnormalities that could have contributed to the leak. Functional air passage test and under water leak test were performed on the retained samples; no leaks or no blockages were observed. The reported condition was not verified for the retained samples. A functional flow test and underwater leak test were performed on the actual sample; a leak between the y-connector and tube was identified. The reported condition was verified in the actual sample. The cause of the condition could be related to improper automatic assembly process. Should additional relevant information become available, a supplemental report will be submitted.